Event description:
During a paroxysmal atrial fibrillation procedure the volt catheter fractured after insertion into the patient. Mapping, anatomy collection, and pfa application were completed without issue. Once the procedure was considered successful and the volt catheter was attempted to be removed through the agilis sheath, resistance was felt. The agilis sheath was not deflected. The agilis sheath was removed from the patient and then the volt catheter was able to be removed from the agilis sheath but the volt catheter tip was fractured. This occurred at the end of the procedure and caused no consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One volt 1.0 pfa, sensor enabled catheter was received for evaluation. The device was returned due to resistance during device removal and a fractured catheter. The volt catheter shaft was noted to be fractured at the pull ring, exposing internal components. Further inspection of the balloon assembly revealed that the balloon was "prolapsed" at the distal neck of the balloon. The balloon length was determined to be too long, consistent with the prolapsed balloon, resistance during removal from the sheath, and the shaft fracture at the pull ring. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the out of specification balloon length remains unknown.